Manufacturer narrative:
As reported, fluid leakage was noted inside of the bard/davol hydrosurg plus battery compartment at the end of the case. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experience by the user are determined to be manufacturing related.

Event description:
As reported, during an unknown procedure the bard/davol hydro-surg irrigation device would not irrigate or suction properly at the end of the procedure. It was reported that when removing the device from the IV pole, the or staff noted that there was a small amount of irrigation fluid leaking from the battery pack and the device was very hot to touch. As reported, another bard/davol hydro-surg irrigation device was used to complete the procedure. There was no reported patient injury.